Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that after catheterizing the patient on (B)(6) 2014, there was blood oozing from the joint of arterial and venous adapters during the dialysis process. Dialysis treatment was halted. The catheter was pulled and replaced with a new catheter the following day.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not warranted at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. No changes in the process were identified to be related with this event. The product sample was received within a generic plastic bag. It consisted of 2 adapters; one of them corresponds to the arterial (red) adult adapter and the other to the venous (blue) adapter. After visual inspection, a crack on the thread region of the adapters was identified. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Overtightening catheter connections can crack the adapters. The event description states that the catheter was place pulled and replaced with a new one the following day, confirming the catheter was in use. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation per the IFU that may lead to this adapter cracking. Moreover, 100% of the devices are inspected for cracked adapters per procedure. Therefore based on all gathered information, it can be concluded that the adapter was more likely damaged during use. Based on the available information, the most probable root cause would be over tightening the adapter. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify luer adapter-leaking in the catheter assembly. This complaint will be used for tracking and trending purposes.